Event description:
Device 1 of 4. Reference MFR report #s 1627487-2010-03810, 1627487-2010-03811 and 1627487-2010-03812. The pt rec'd has scs system on (B)(6) 2005, consisting of an ipg, percutaneous lead and extension. He later rec'd a replacement ipg on (B)(6) 2006. The scs system was originally implanted for left upper extremity pain (shoulder to wrist); however, it was reported that the pt was experiencing uncomfortable stimulation in his arm. In an effort to resolve the matter, the physician replaced the pt's scs system with a new ipg and lead on (B)(6) 2010. F/u on the pt found that the alleged discomfort is no longer an issue with the new devices and effective stimulation has been recaptured. It is unk from which lot the explanted lead originated; therefore, both lots are being reported.

Manufacturer narrative:
Results: the ipg passed all functional testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.